Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. It is possible that the patient anatomy/condition influenced the reported event, but this cannot be confirmed. The reported recurrent mitral regurgitation was a result of the reported slda. The reported dyspnea was a result of the reported recurrent mitral regurgitation. The reported patient effects of worsening mitral regurgitation and dyspnea as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring a second procedure. It was reported that the index mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr) with grade 4. One clip was implanted. The second clip was advanced and placed medial to the first clip at a2/p2. Two clips implanted, reducing mr to 1-2. On (B)(6) 2020, the patient had an office visit after becoming symptomatic with shortness of breath and recurrent mr and it was noted that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2020, a second procedure was performed to treat the slda. An additional clip was implanted, reducing mr from 4 to 1-2. No additional information was provided.